Event description:
The customer reported via phone call that the insulin pump alarmed button error. He was outside working in the yard when he heard the alarm. The customer could not clear the alarm. The customer's blood glucose level was 118 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Button error alarm and no button/keypad response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, and broken belt clip slot. Unable to perform the displacement test due to keypad anomaly.